Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during a review of medical records received the patient had a valve in valve procedure performed, with a 23mm sapien 3 valve within a surgical valve in the aortic position via right femoral artery approach. A 3.5x18 mm stent was parked in the left circumflex artery for left main protection. The 23mm sapien 3 ultra valve was deployed with good position, then the valve was post-dilated with 23 mm true balloon to fracture the pre-existing surgical valve. Post procedure echocardiogram showed no significant pvl with good valve positioning and a mean gradient of 9mmhg. There was no coronary obstruction noted but when the team attempted to remove the parked stent it was noted to be stuck between the aorta and tavr valve strut. It had come off the balloon. The distal edge of the stent was hanging into the ostium of the left main. The left main was recrossed with a prowater wire, and the ostium dilated with 4.5 mm nc balloon, pushing the embolized stent out of the way. It was secured behind our valve just below the ostium of the vessel. The patient tolerated the procedure well.

Manufacturer narrative:
Update to b4, g3, g6, h2, h6 and h10 to reflect the no product returned evaluation. The valve remains implanted. As no device was returned, no visual inspection, functional testing, or dimensional testing could be performed. No imagery was provided for review. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no lot history review and no device history record (DHR) review is required. As the event was unable to be confirmed, a complaint history review is not required. Commander delivery system with s3/s3u IFU and procedural training manual were reviewed. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event was unable to confirmed due to unavailability of relevant imagery and additional information. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. As reported, ''the patient had a valve in valve procedure performed, with a 23mm sapien 3 valve within a surgical valve in the aortic position via right femoral artery approach. A 3.5x18 mm stent was parked in the left circumflex artery for left main protection'' and ''when the team attempted to remove the parked stent it was noted to be stuck between the aorta and tavr valve strut. It had come off the balloon. The distal edge of the stent was hanging into the ostium of the left main. The left main was recrossed with a prowater wire, and the ostium dilated with 4.5 mm nc balloon, pushing the embolized stent out of the way''. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The valve was properly implanted, and there was no consequence for the deployed valve while retrieving the temporary protection stent (non edwards device). The temporary protection stent (non edwards device) could be placed too close to the deployed valve landing zone, it resulted temporary protection stent trap in between the deployed valve and annulus. As such, available information suggests that procedural factors (temporary protection stent (non edwards device) placed too close to valve landing zone) may have contributed to the complaint event. Since no product non-conformances were identified, a product risk assessment (pra) escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.